Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted as it was displaced when removing temporary pacing lead. This lead also exhibited high capture thresholds. During repositioning the lead exhibited helix extension/retraction issues. A new lead was used. No adverse patient effects.

Manufacturer narrative:
The returned implantable lead was analyzed and the helix difficulty allegation was confirmed, based on x-ray observation of a fractured inner coil near the terminal pin. The high threshold allegation was not confirmed, despite the inner coil fracture, because the helix difficulty (fracture) likely occurred during repositioning. No other conductor abnormalities were found. The dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal.

Event description:
It was reported that this right ventricular (rv) lead was displaced when removing temporary pacing lead. This lead also exhibited high capture thresholds. During repositioning the lead exhibited helix extension/retraction issues. A new lead was used. No adverse patient effects. The product was returned for analysis. The returned implantable lead was analyzed and the helix difficulty allegation was confirmed, based on x-ray observation of a fractured inner coil near the terminal pin. The high threshold allegation was not confirmed, despite the inner coil fracture, because the helix difficulty (fracture) likely occurred during repositioning. No other conductor abnormalities were found. The dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement.